Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6).

Event description:
It was reported that patient experienced poor wound healing at the battery site and a suspected infection. Symptoms were redness and irritation, and the physician believed that infection was not device related. The patient was placed on antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned due to facility policy.